Event description:
It was reported that chest x-ray confirmed the left ventricular lead had dislodged. The lead was explanted and replaced on (B)(6) 2014. The patient experienced an unspecified haemodynamic issue during the revision procedure. As a precaution the patient was placed in the intensive care unit and the condition was stabilized. Patient was in good condition and discharged.